Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. It was reported that a revision was performed and metallosis was observed at the taper of the neck/head junction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.